Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer stated that her pump keeps going into threshold suspend. Customer stated that her pump was reading that she was low when her blood glucose was not low. Customer stated that she kept calibrating but the pump kept alarming and providing inaccurate readings. Customer's blood glucose was 121 mg/dl and her sensor glucose was 63 mg/dl. Difference between readings was not within an acceptable range. Customer was assisted with troubleshooting. Old sensor will be replaced.